Manufacturer narrative:
Used (B)(6) 2019 as event date as there was no date provided. Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal circumflex artery. A 3.00 x 16mm synergy ii drug-eluting stent was advanced for treatment. However, it was unable to deliver in the proximal circumflex artery. The device was withdrawn in the 6f non-bsc guide extension catheter which was placed up in the distal left main coronary artery. A 2.0x12mm mr emerge balloon catheter was advanced for re-dilatation. However, during balloon removal, a metallic looking lucency in the left main artery was noted which was confirmed to be the synergy stent that was dislodged into the guide extension catheter and was pushed into the artery during advancing of the emerge balloon. Another synergy stent was then expanded in the left main artery to trap the dislodged stent. No further patient complications were reported and patient's status was good.